Event description:
"Pt had a ga and fascia iliac block for a right hemiarthroplasty. Pt was doing well until the moment when the cement was inserted into the femur. The pts blood pressure could not be recorded, pulse rate dropped to 29 bpm and the monitor spo2 not recordable. Atropine and adrenaline given. Pt ventilated with 100% o2 and assistance sought from another dr. CPR commenced and after 15 minutes the situation improved and the pt was transferred. The pt remains critical. The pt died.